Event description:
It was reported that the left ventricular lead exhibited continued diaphragmatic and phrenic nerve stimulation post device change out several months earlier. All pacing vectors were tried without success as all produced phrenic nerve stimulation. The left ventricular lead also exhibited high threshold measurements. Lv therapy was programmed off and a revision procedure was performed where a new device and lead were placed. The lead remains implanted in the patient and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).